Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addr01, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that high right atrial (ra) lead thresholds were noted on observation. The patient was in atrial tachycardia (at)/atrial fibrillation (af) during an office visit and it was not possible to recheck the thresholds. Thresholds will be checked at the next follow-up appointment. The lead is still in use. No patient complications have been reported as a result of this event.